Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service. (B)(4).

Event description:
It was reported that the lemo pin connector on the 9900 system was damaged. No patient injury was reported.